Event description:
A customer reported that the table locks slipped slightly during pt transfer. There was no reported pt or user injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.